Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. An event history log review, service history review, visual inspection, and battery testing were performed. The battery low alarm was identified during battery testing. The cause of the condition was determined to be low battery voltage from a defective / inoperative battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a low battery alarm. No additional information is available.